Event description:
The following information was provided: as per pss implant request: left gmrs with multiple quad ruptures with difficulty with casts and braces after repair. Revision surgery. Anticipate converting back to rotating hinge in about 3 months.